Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that the patient received a shock due to t-wave oversensing (twos). Other episodes of twos occured where the patient did not get treated. The ventricular sensitivity was increased and the patient received another shock for twos. The anti-tachycardia pacing (atp) was turned off "pre and during charging". The lead remains in use. No further patient complications have been reported as a result of this event.